Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds and was unable to capture at maximum output. In addition, high impedance was observed. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.